Event description:
Customer received a result of 18 mmol/l on the advantage system, and a result of 5.3 mmol/l on the mobile system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the advantage system (lot 571889, expiration date 01/31/2014). Reference medwatch report with (B)(6) for the suspect device used in the mobile system.